Event description:
It was reported that this inflatable penile prosthesis (ipp) was unable to be inflated properly due to fluid loss. The ipp was removed and replaced. There were no patient complications.